Event description:
It was reported while using bd syringe 1.0ml 29ga 1/2in bls 500 china foreign matter was found in the needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: foreign matter were found in the needle when the sterile insulin syringe was opened and the drug was inhaled.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. The customer returned several images of 1.0ml 29ga 1/2in bls. The customer reported foreign matter in barrel. The images were examined, and one of the images shows a red circle drawn around the area when foreign matter exist, however the foreign matter is unknown without the physical sample. A review of the device history record was completed for batch# 1060086. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the photo received, embecta was unable to confirm the customer¿s indicated failure of foreign matter in syringe. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Date complaint received in holdrege: 04-oct -2022. Visual inspection of the pictures shows a presence of fm (foreign material) present on the cannula tip. No physical sample was received, unable to conduct further analysis. Analysis of sample: fm on the cannula. Process: the operation assembles the cannula into the barrel tip and applies adhesive to hold the cannula in the barrel tip. The racks of cannulated barrels then travel through an oven which uses ir light to facilitate adhesive run down and ultraviolet light to cure the adhesive that bonds the cannula to the barrel tip. The cannulated barrels are then conveyed to a machine that inspects the missing cannula, cannula height, point quality, zero line placement, and uv adhesive. It also supplies lube to the cannula, features two-lumen blows, assembles the shield to the barrel/cannula assembly, and detects missing shields. The automatic syringe assembly machine feeds 1ml syringe components (barrel, stopper, plunger, and cap) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial, syringe assembly dial, and various inspection and transfer dials. Investigation: a review of the device history record and leading 2lean (l2l) was completed for batch# 1060086. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause there were no quality notifications or dispatches that pertained to the complaint; therefore, no root cause can be determined. Corrective action no corrective actions have been determined. Quality: complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 1.0ml 29ga 1/2in bls 500 china foreign matter was found in the needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: foreign matter were found in the needle when the sterile insulin syringe was opened and the drug was inhaled.